Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information and completed investigation results. One used 6 fr angio-seal vip ous was returned for evaluation. The following components were returned: the hemostatic sheath mated with the carrier tube assembly, the dilator, and the guide wire. Visualization revealed the carrier tube was properly mated with the hemostatic sheath and the deployment sleeve was in the full rear lock position. Microscopic visualization revealed the anchor was not exposed at the distal tip of the hemostatic sheath; the anchor was still within in the hemostatic sheath and had not posted to the tip. The device was subjected to functional testing where the deployment sleeve was moved into the forward lock position. Resistance was faced, and, upon microscopic inspection, a kink was identified in the tube of the carrier tube assembly. Functional testing could not be continued. The complaint can be confirmed for pullout as the device was received with everything still within the carrier tube assembly. As the kink was found after functional testing was performed, no definitive conclusion can be made as to whether it contributed to the device failure. At this time, the cause for pullout is unknown. Based on the evaluation performed, the complaint can be confirmed for pullout. No definitive conclusion can be made as to the cause of the pullout. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed according to terumo medical corporation's specifications and procedures. A search of the complaint handling database confirmed similar report did not exist for the reported part/lot combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on december 11, 2017: it was reported that the estimated blood loss was less than 250cc.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they used an angio-seal in a quite obese patient. After placing and locating the angio-seal in the right way. The angio-seal was pulled back, the device and every part of the angio-seal came out, leaving nothing behind. It seemed like the anchor didn't come out of the 'white' sheath. It was reported that there was no health damage to the patient. Additional information was received on 12/11/2017: it was reported that the patient developed a groin hematoma. It was reported that hemostasis was achieved by manual compression.